Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine how the packaging was damaged. A supplemental report will be submitted when the investigation is complete. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This has been the first reported complaint for the subject lot of 765 units manufactured in october of 2018. This is an addendum to the initial emdr to document the receipt of the sample for evaluation. The initial evaluation finds an area of the inner sterile pouch that is damaged with a tear visible. At this time it is unclear what may have caused the condition of the pouch. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results. This is the second addendum to document the manufacturing facility sample evaluation results. Visual examination identified an area of the inner sterile pouch that is damaged with a tear visible on the back side of the pouch. Visualization under appropriate magnification noted the tear had presented from the outside, into the foil pouch. A dye penetration test was performed confirming the tear had penetrated through the pouch. The damage is not consistent with a material handling issue within the manufacturing process and the type of tear found could not be recreated during the manufacturing process review. Evaluation suggests that the tear was caused by an external force that acted on the pouch, and most likely occurred sometime after distribution. Device not returned to date.

Event description:
It was reported that the seal on the sorbafix fixation package was punctured. This was noted prior to patient use, therefore, there was no patient involvement. An image provided by the user facility shows a small tear on the sterile pouch. The origin of the tear cannot be determined at this time.

Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine how the packaging was damaged. A supplemental report will be submitted when the investigation is complete. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This has been the first reported complaint for the subject lot of 765 units manufactured in october of 2018. Device not returned to date.

Event description:
It was reported that the seal on the sorbafix fixation package was punctured. This was noted prior to patient use, therefore, there was no patient involvement. An image provided by the user facility shows a small tear on the sterile pouch. The origin of the tear cannot be determined at this time.

Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine how the packaging was damaged. A supplemental report will be submitted when the investigation is complete. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This has been the first reported complaint for the subject lot of 765 units manufactured in october of 2018. This is an addendum to the initial emdr to document the receipt of the sample for evaluation. The initial evaluation finds an area of the inner sterile pouch that is damaged with a tear visible. At this time it is unclear what may have caused the condition of the pouch. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results. Updated fields: d.10, g.1, g.7, h.2, h.3, h.6, h.10. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the seal on the sorbafix fixation package was punctured. This was noted prior to patient use, therefore, there was no patient involvement. An image provided by the user facility shows a small tear on the sterile pouch. The origin of the tear cannot be determined at this time.